Event description:
Accumax mattress pressure relief system was being used, nursing contacted biomed technician for adapter missing to mattress and this is when technician notice unit was on, but not working. Power light on, accumax inflator not working, staff thought it was. Unit was removed and replaced with a working unit.device #1is this a laboratory device or laboratory test?no.